Manufacturer narrative:
Clinical evaluation performed by medical affairs director: a patient with multiple sclerosis and wheelchair bound got a rsa and few months later the head dislocated and was revised to a larger one, to increase stability in the difficult situation. No reason to suspect a faulty device. Batch review performed on 16 july 2021: lot 2003812: (B)(4) items manufactured and released on 24-nov-2020. Expiration date: 2025-11-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional device involved: reverse shoulder system 04.01.0119 humeral reverse hc liner ø36/+0mm (k170452) lot. 2008850: (B)(4) items manufactured and released on 12-nov-2020. Expiration date: 2025-10-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with a similar reported event.

Event description:
Revision surgery performed 5 months after primary following instability and luxation (glenosphere dislocated from the liner). The glenosphere was changed from a 36 to a 39 to provide more stability. The patient is in a wheelchair and is affected by multiple sclerosis.